Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain, radiculopathy, and degenerative disc disease. It was reported that the patient was experiencing intermittent shocking sensation in the pump pocket area stating it hurt the patient real bad. The pump was in her waist where her stomach was located and felt the pump has moved.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a new pain pump put in last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.